Manufacturer narrative:
Of the reported five malfunctions, lot number were provided for all five malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all five malfunctions and images were provided for one malfunction. Therefore, for two malfunctions the investigation is confirmed for the reported tilt and perforation, for another two malfunctions the investigation is confirmed perforation and it inconclusive for tilt and for remaining one malfunction it is confirmed for perforation and unconfirmed for tilt. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Corporate lot no: gfvi0117, gfxa3844).

Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model md800f vena cava filter allegedly experienced tilt and perforation. These information's were received from a various sources. All five malfunctions involved patient with no patient consequences. Of the five patients, three were male and two were female and four patients age ranged between 43-64 years. All other patient details were not provided.